Event description:
Procedure: lap cholecystectomy. According to the reporter: endo clip device jammed after four to five firings. The handle could be felt disengaged. Regardless of the surgeon's manipulation of the handle, the jaws remained closed. Subsequent preloading of clip failed. Loud crack heard upon forceful squeezing. Extra length of the cystic duct had to be removed as the clip was jammed. A new endo clip device was opened to ligate the cystic duct and the jammed portion was subsequently removed safely.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).